Event description:
Rptr stated that caller from facility reported that the red station of the unit was displaying 8s instead of 0s and had been doing so for a few weeks. The caller stated that while the display malfunctions during compounding, using the recall feature, the display functions and the values are correct. Therefore, bags have been dispensed to pts without any adverse incidents reported. The facility has add'l quality control on all bags and the caller stated that they verify that the bags contain what was programmed. The unit had been taken out of svc and was sent to product svs for evaluation.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests. Volume delivered displays were in agreement with programmed volumes at the end of compounding. However, then the final container was removed from the unit, the rightmost digit of station 1 display showed an "8" whenever the number was a "0" or a "4". The complaint was duplicated. Unit was sent to repair where the 7-digit multiplexed lcd on station 1 was replaced, resolving the problem. Unit then passed qa final inspection.